Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump shut down and was vibrating with a high pitched beep. Customer's blood glucose level was 109 mg/dl. After troubleshooting the display did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.